Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis without a stent. The stent was not returned for analysis as the reported complaint stated that the stent was deployed. The balloon was reviewed, and it is evident that the balloon was subjected to pressure, as it was returned in a deflated state. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found evidence a polymer shaft break 123cm distal to the distal end of the strain relief. The core wire is exposed at the break site. The port bond is stretched and the outer polymer extrusion has been stretched distally for approximately 4cm. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00x20 synergy drug-eluting stent was selected for use. However, during advancing, the device was stuck in the guiding catheter. Severe resistance was encountered upon pulling the device and when forcibly pulled, the shaft was separated. The device was removed together with the system while crimping with the balloon. The procedure was not completed due to same device unavailable. No health damage to the patient.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00x20 synergy drug-eluting stent was selected for use. However, during advancing, the device was stuck in the guiding catheter. Severe resistance was encountered upon pulling the device and when forcibly pulled, the shaft was separated. The device was removed together with the system while crimping with the balloon. The procedure was not completed due to same device unavailable. No health damage to the patient.